Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient¿s blood glucose (bg) was 509mg/dl at 11am today and has been in the 200mg/dl ¿ hi range for the past week. The reporter stated that the patient¿s bg was elevated due to use error of ignoring alarms. The patient was able to upload to diasend today. The patient stated she had oatmeal this morning but did not have their meter so they did not check their bg and did not bolus. This report is being made due to the hyperglycemic event the patient experienced due inadequate response to alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data revealed records from (B)(6) 2017. The available insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump passed delivery accuracy testing and was found to be delivering within range and accurately. Investigation did duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to an alarm).